Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for 16 patients.

Manufacturer narrative:
A field service engineer (fse) checked the syringe and executed an ion-selective electrode (ise) check with no obvious abnormalities found. The fse suspected that the vacuum nozzle and the sipper nozzle were slightly blocked and replaced them. Qc was stable; however, the issue recurred later. Another visit took place, where the fse determined that there was an issue with the degasser. The degasser was replaced, resolving the issue.